Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the provided transaction logs of the pump (B)(4), (B)(6) 2016, were analyzed: a pump interrogation on (B)(6) 2016 indicated that the pump was programmed at a flow rate of 0,24ml/day and a fls measurement of 20ml. On (B)(6) 2016 a pump interrogation indicated a fls measurement of 16.54ml, thus 2.99ml were missing in the reservoir in comparison with the expected value based on the programmed flow rate. Similar observations can be made in the transaction log from (B)(6): the fls indicated 20ml on (B)(6), after a pump refill, and only 16.85ml on (B)(6). Thus 2.23ml were missing in the reservoir in comparison with the expected value based on the programmed flow rate. The device history record of product code 91-4200, lot cpmb5v; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on november 29th, 2013. The complaint was confirmed based on onsite technical support information and the transaction logs provided, there are discrepancies between the volumes calculated based on the programmed flow rate and the fls measurements. The onsite technical analysis could highlight that the pump reservoir loose liquid, even in stop infusion mode. The root cause of the defects could not be determined as no device was returned for investigation as the pump is still implanted. At this time this complaint is considered to be closed. Should the pump be explanted , this complaint will be reopened and the pump will be evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Pump was refilled without problems on (B)(6) 2016. After pump refill the fill sensor measured 20 ml inside the pump. When already at home, the patient experienced strong nausea and vomiting and pruritus. He ended up two times in the first aid ward because of this. Today we checked the pump, and it gives a residual volume of about 16.54 ml. The concentration fentanyl is 3000 mcg/ml, 1.5 ml too much are out, we did the calculations. The residual should be 18 ml now, because the flow is 1 ml in 4 days. Two days have passed: the residual volume should be 19.5 ml. The pump is running too fast or has given a bolus of 3 ml.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the provided transaction logs of the pump (B)(4), from (B)(4) 2016 to july 11th 2016, were analyzed: a pump interrogation on (B)(4) 2016 indicated that the pump was programmed at a flow rate of 0,24ml/day and a fls measurement of 20ml. On july 7th, 2016 a pump interrogation indicated a fls measurement of 16.54ml, thus 2.99ml were missing in the reservoir in comparison with the expected value based on the programmed flow rate. Similar observations can be made in the transaction log from july 7th to july 11th: the fls indicated 20ml on july 7th, after a pump refill, and only 16.85ml on july 11th. Thus 2.23ml were missing in the reservoir in comparison with the expected value based on the programmed flow rate. The device history record of product code 91-4200, lot cpmb5v; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on november 29th, 2013. The complaint was confirmed based on onsite technical support information and the transaction logs provided, there are discrepancies between the volumes calculated based on the programmed flow rate and the fls measurements. The onsite technical analysis could highlight that the pump reservoir loose liquid, even in stop infusion mode. The complaint was confirmed based on onsite technical support information and the transaction logs provided, there are discrepancies between the volumes calculated based on the programmed flow rate and the fls measurements. The transaction logs analysis could highlight that the pump reservoir loose liquid, even in stop infusion mode. The overflow observed during the pump investigation that could be attributed to a compliance effect. The root cause of this compliance effect is an air bubble introduced in the pump during a pump refill. However the defect cannot explain the pump reservoir loose liquid in stop infusion mode observed on the implanted pump and confirmed by the transaction logs. The air bubble may have been introduced after pump explantation, for ex during the sterilization process. The root cause of the reported defect could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information upon completion of the investigation, a followup report will be submitted.